Event description:
It was reported that during a percutaneous coronary intervention, a balloon ruptured. Vascular access was gained via the right femoral artery. The 85% stenosed, 22 x 2.25mm, de novo target lesion was located at the severely calcified and moderately tortuous left anterior descending artery. The lesion was noted to have a significant bend between 45 and 90 degrees. A 15mm x 2.75mm quantum maverick balloon catheter used to cross the lesion encountered resistance while advancing. The device was inflated and the balloon ruptured at 18atm. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon ruptured. Vascular access was gained via the right femoral artery. The 85% stenosed, 22 x 2.25mm, de novo target lesion was located at the severely calcified and moderately tortuous left anterior descending artery. The lesion was noted to have a significant bend between 45 and 90 degrees. A 15mm x 2.75mm quantum maverick balloon catheter used to cross the lesion encountered resistance while advancing. The device was inflated and the balloon ruptured at 18atm. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable